Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump lost power during the night resulting in a blood glucose of 400 mg/dl with positive ketones. The reporter indicated that it was unclear how long the patient was without insulin overnight. During troubleshooting of the event, it was noted that the battery compartment threads were stripped. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged power loss issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.